Event description:
Wei, z., loon, v. (2021). In 3 medical institutions, the ca199 test of patients all showed false positives. Why? Laboratory medicine . The article is attached to this report. This article was written by the customer and questions high results not matching the clinical picture for an unspecified number of patients tested for elecsys ca 19-9 immunoassay (ca 19-9) on cobas 8000 e 602 modules used in 3 different hospitals. Specific details were provided for 1 patient. Increasing results were measured with ca 19-9 on the e602 module over 4 years peaking in 2018 with a result of >7000 iu/ml. The patient¿s last sample in 2019 resulted as 154 iu/ml on the e602 module. Several clinical investigations were done, but no oncological issue was found. The customer compared the ca 19-9 results from the last sample from 2019 between roche and the mindray, antu and beckman methods: the result from the e602 module was 154 iu/ml. The result from the mindray method was 7.7 iu/ml. The result from the antu method was 6.8 iu/ml. The result from the beckman method was 8.78 iu/ml. The customer performed polyethylene glycol (peg) precipitation testing where they believe an endogenous antibody interference affected the roche results. The questionable results were reported outside of the laboratory. The e602 serial numbers were not provided.

Manufacturer narrative:
Sample material was requested for investigation but was not provided. With no sample material, the cause of the event could not be determined. The investigation did not identify a product problem.